Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the right coronary artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the burr got stuck into the lesion and was then pulled out. No patient complications were reported and the patient was okay.